Manufacturer narrative:
(B)(4). Date sent: 9/15/2023 d4: batch # 848a89 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. In addition, a reload (b) was received unfired with the swing tab in the unlocked position, and the forks were broken off, making the reload nonfunctional. Also, a tyvek was received. The reload loaded was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload loaded is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage on the reload (b) was caused by an improper loading technique. Please reference the instructions for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 848a89, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the device can't advance firing trigger, proximal part of staple in cartridge is pre-fired before fire.